Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 08-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 7.25 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 7.25 u. Perform the history review 1 week prior to the event date 08-jan-2025 in the pump history file and found 4 nodelivery (7) alarms on 01/03/2025 (during bolus), 4 nodelivery (7) alarm on 01/04/2025 (during bolus/basal), low battery alert (104) on 01/07/2025 22:08:00.000, change battery fault (73) on 01/08/2025 07:39:00.000, off no power (11) on 01/08/2025 08:10:00.000, multiple failed batt test (58) on 01/08/2025, low battery alert (104) on 01/08/2025 12:56:19.000, 5 pump error 53 on 01/08/2025 (linenumber = 5632 filenumber = 2005), pump error 23 on 01/08/2025 13:57:03.000 and batt out limit(6) on 01/08/2025 13:57:20.000. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 53 alarm due to software error (linenumber = 5632, filenumber = 2005). Pump error 23 alarm and battery out limit alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs). Alarm-a353-pump error 53 confirmed (found when performing the history review). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose level of 364 mg/dl at the time of the incident, along with symptoms of malaise. The customer treated hyperglycemic event by visiting emergency room. The event involved product(s) mmt-1712kl. Troubleshooting was performed and reported insulin pump in use leading up to the hospitalization. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. The customer discontinued to use of the device, mmt-1712kl was requested for return, and the device returned for analysis.